Event description:
The user received a questionable high sodium result on the integra 800 analyzer for one patient sample. The initial result run from the primary sample tube gave 136 mmol/l. The sample was repeated giving 129 mmol/l. The sample was poured into a sample cup and repeated 3 additional times giving 128, 128 & 129 mmol/l. The user said they reported the repeat sodium result outside the laboratory, but did not specify which repeat result was reported. The patient was not affected as the original sodium result was not reported outside the laboratory. The sodium electrode lot number was not provided. The field service representative determined the mix/dry adjustment was too high. He adjusted the mix/dry adjustment. Performance tests were run and were acceptable.